Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was hospitalized on (B)(6) 2012 with a diagnosis of diabetic ketoacidosis. The patient's blood glucose level was 440mg/dl when they arrived at the hospital. The patient was admitted to the intensive care unit, taken off the pump and treated with IV fluids and the blood glucose levels came down. The reporter confirmed that the date/time were correct on the pump. The patient removed the site and denied blood or a bent cannula. The patient claimed that they primed correctly. Customer technical support (cts) reviewed the prime history with the reporter and the reporter said that the history showed that 0.6 units were primed. Cts explained that without proper priming of the tubing blood glucose elevation could result. The reporter stated that the doctor and nurses at the hospital alleged a pump malfunction occurred and animas agreed to replace the pump. This report is being made based on the conclusion that the patient's hyperglycemic event was allegedly caused by use error and/or pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black showed loss of prime. The pump was exercised for 24 hours on a one unit per hour basal program with no loss of prime. The force sensor calibration was within specifications. There was no defect found. Unrelated to the complaint, evaluation revealed a cracked and a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.